Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, he had to switch from a phacoemulsification and aspiration procedure to an extracapsular cataract extraction (edde) due to a posterior capsule tear during the surgical procedure. The incision was enlarged to place a sulcus fixation lens. The haptic of the lens was noted to be broken during the implant procedure. During a postoperative visit, the surgeon noted what he thought was foreign material in the anterior chamber. The pt was returned to surgery and what appeared to be foreign material turned out to be the broken haptic floating in the vitreous. This was removed during the secondary procedure, the lens remains implanted. The surgeon reported the pt's hospitalization was extended due to the secondary procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).